Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an appropriate shock resulting in a recorded code 1005due to high out of range shock impedance measurements. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an appropriate shock resulting in a recorded code 1005. This device system remains in service. No adverse patient effects were reported.